Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2317-70, serial/lot: (B)(4), description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patients lead was explanted due to high impedances. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. Device analysis of the leads confirmed high impedances. Analysis of sc-2317-70 3120978 revealed that 15 cables were fractured on the lead body at the kinked site, 24.5 centimeters away from the distal end where the clik-anchor has been placed. Analysis of sc-2317-70 3121311 revealed that 10 cables were fractured on the lead body at the kinked site, 24.0 centimeters away from the distal end where the clik-anchor has been placed. Analysis of the ipg revealed that the device could not be linked nor charged. An internal test found excessive sleep current drainage and high thermal. The device damage was likely caused by electrocautery during the lead revision procedure.

Event description:
A report was received that the patients leads were explanted due to high impedances. After the leads were replaced the ipg failed to work. It was reported that the physician used electrocautery despite being warned by the sales representative. The patient was reportedly doing well following the procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual 90970880-04).